Event description:
(B)(6) 2015 surgery: (B)(6) 2016 confirmed shoulder peak false joint on x-ray. Possible happen caused by shoulder peak fracture. Fracture line observed on x-ray.(non union or fracture of the acromion) shoulder peak false joint observed with sequelae. There is little pain. The latest diagnosis was done on (B)(6) 2018. Observation is on going. This case is in post-marketing study, and knew on (B)(6) 2018 when a sales rep. Interviewed the surgeon.

Manufacturer narrative:
On november 10th, 2020 stryker trauma and extremities acquired tornier (B)(4). An effort was made to align the acquired entity complaint files with stryker's policies and procedures. Stryker has performed retrospective review of complaints and the reportability decision was revised to report this incident under the MDR process. The reported event could not be confirmed since the device was not returned for evaluation and no other evidences were provided. Additional devices listed in this report: cat dwb960, cemented metaphysis 36mm, lot code 9710ap021. Cat dwb994, lateralized humeral insert 36x9mm, lot code 8082ap023. Cat dwd180, 25mm glenoid sphere centered 36mm, lot code 0393aq035. Cat dwd170, 25mm baseplate; 15mm standard post, lot code 4418ap047. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Acromial fracture can be related to several reasons: preoperative acromial insufficiency (acromial bone deformity, acromion fragmentation or erosion secondary to upward migration of the humeral head in cuff tear arthropathy). Overtension of the deltoid inducing an overstress on the acromion. Initial poor bone quality (osteoporosis) or insufficient quantity of bone stock. Traumatic event. Reeducation procedure not respected or inadequate patient use in post-op (surgeon advices not respected). Based on the low data available, the root cause could not be clearly determined.